Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with labels and seals intact, in good condition and with a scratched screen. There was no evidence of the reported problem in the event log. The device was started in application, no problems found with beeping. Fm-dp-20085-08 performed. Pump ran 2min 38 sec, pump alarmed 2min 30 sec. Stop watch e6721, test passed. The reported issue could not be duplicated. However, the downstream sensor was replaced as a preventive measure.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.